Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a return of symptoms and thought the ¿wires are crossed¿ because the implantable neurostimulator (ins) was not working. The patient stated that when they pushed on the ins sometimes it would work and sometimes it didn¿t. It was noted that when they got into a certain position and pushed on the ins it would work but if they moved it would go off. The patient thought that there was a loose wire because they had a return of severe pain in their left leg (patient had reflex sympathetic dystrophy). They were in so much pain they could hardly walk. It was noted that the patient ¿turn device on but it will not come on¿. Additional information received from the manufacturer¿s representative on dec. 5, 2016 reported that the patient noticed the stimulation only worked when would lie on their left side and had ¿fractured wires¿. The patient needed the stimulation in the left mid-thigh to the toes area. It was reported that the patient sustained a fall to their buttocks (where the ins was implanted) which may have led or contributed to the issue. An impedance check (performed at 3 volts) showed all electrodes except 8, 12, and 15 were >20,000 ohms. It was also reported that the stimulation was not staying on in certain positions and did not stay on at all since the fall. A lead revision was to be discussed with the physician as the representative felt the remaining intact lead wires would not last long based on what they had seen in the past. The representative programmed a positive on electrode #8 and a negative on electrode #15. This provided provide therapy to the left leg in the appropriate areas. The patient left the facility with desired parasthesia and was well pleased. They were to contact their doctor if they had further issues.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep). It was reported all electrodes show high impedances and the patient was unable to receive stimulation. It was noted the patient had previous falls. The rep tried to reprogram with no success. Surgical intervention was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep was meeting with the physician this week and they would have more information in a week or so. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the surgery staff bagged the lead in a biohazard bag. The rep placed the lead in a return mailer and completed the form. The rep had it in their automobile for approximately one week before they remembered to stop at the post office and return it via us postal service. The lead was placed in the mail approximately one week after revision/replacement. The rep had no further information other than that the patient is currently getting therapy. The rep was meeting with the patient on (B)(4) 2017 for a programming adjustment and to start adaptive stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-26. The rep stated that the replacement is scheduled for this (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-dec-06 indicating that they have no way to track the product that they returned. No further complications were reported/are anticipated.